Event description:
During a cataract extraction procedure of a dense cataract the surgeon reportedly experienced a severe corneal burn in the pt's operative eye. The incision required nine sutures to close. The clinic reported that pt also had a pterygium at which allowed for about 15% visibility. Service was not requested on the equipment and it is continuing to be used by the clinic.

Manufacturer narrative:
Customer did not request service. Customer is continuing to use the equipment without further incident.